Event description:
It was reported that the product code of jj55b was found faulty the product inside the packing was found as tcr55 instead of jj55b. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unknown. Per photographic analysis: this is an analysis of 4 photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a reload inside of the packaging along with the device, the reload appears to be a jj55b due to edge on cartridge. The second photo shows a reload with the edge of a jj55b reload, and the packaging appears to be opened. The third photo shows two tyveks that belongs to valutrus reusable linear cutter stapler reload with the jj55b product code, 459a28 lot number and 2026-08-31 expiration date information. The fourth photo shows a reload inside of the packaging, the reload appears to be without the edge of the jj55b product code. However, the condition of the reloads and packaging identification cannot be determined as the batch number cannot be seen on the reload. Based on the photos reviewed the event described cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.